Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient, coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on an unspecified date in (B)(6) 2011. The patient began remedial therapy with fortum (1gm, ip, once a day loading dose), fortum (500mg, ip 7 days, maintenance dose), amikacin (250mg, ip for 7 days) and reflin (1gm, ip, for 7 days). It was unknown if dianeal therapy was ongoing. Remedial therapy with fortum, amikacin and reflin was ongoing. The peritonitis was resolving. It was unknown if the patient was discharged from the hospital. The nurse believed that the peritonitis was not related to the dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.